Event description:
Related manufacturer report number: 1627487-2022-03724. It was reported that the patient was unable to set the ipg to MRI mode due to high impedances. Surgical intervention was undertaken and the lead and ipg were explanted.